Event description:
It was reported by the rep the device was used during a laparoscopic oophorectomy. It was reported the device couldn't fire. The handle would not close. Another tsw35 was opened to finish the case. There was no consequence to the pt.